Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4). Implanted: (B)(6) 2012 partially, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving hydromorphone (10 mg, 1.6874 mg/day) via an implantable pump for chronic low back pain. It was reported that surgical observation on (B)(6) 2019 revealed a significant length of tubing in the pocket was quite worn with areas of kinks apparent in the tubing. The device diagnosis was catheter kink. The clinical diagnosis was indicated as having been not applicable. No relevant signs/symptoms were noted. The catheter was partially explanted and replaced on (B)(6) 2019. The event had resolved without sequelae as of (B)(6) 2019. The disposition of the device was indicated as having been unknown. Regarding etiology, the relationship of the event to the device or therapy was possibly related and the relationship of the event to the implant procedure was unlikely related. No further patient complications have been reported as a result of this event.